Event description:
It was reported that the patient experienced a shocking or jolting sensation "throughout her entire body" from her device when she had a biopsy done in the past. Additional information has been requested, a follow-up report will be sent if additional information becomes available. Reference mfg report #3004209178201007625.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.